Event description:
Luer connection for gas sampling port on anesthesia circuit broke and was unable to be reconnected.======================health professional's impression======================female luer connection on anesthesia circuit y-adapter broke off into male luer connection on gas sampling line. Sample line became disconnected.======================manufacturer response for anesthesia breathing circuit, universal flex2 breathing circuit======================will investigate issue once product has been received for review. No other knowledge of this issue.